Manufacturer narrative:
The investigation found that an in-house guidewire experienced resistance when attempting to advance into the lumen of the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. The lumen of the microcatheter was found to have damaged ptfe liner and the lumen coil exposed, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the conditions or circumstances that led to the ptfe delamination and exposed lumen coil, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
As reported: unable to place microwire through the headway duo 167. Physician tried two guidewires. Patient is stable and pending discharge. When the device was received for evaluation, the investigation findings found an exposed lumen coil.